Manufacturer narrative:
Received one dpt-vamp plus kit with attached infusion set and pressure tubing. Both tubing sets remained coiled with band paper. No priming solution was visible inside of the kit. The complaint of "unknown white material was observed on the blue rubber part of the plunger of vamp plus" was confirmed. A white particle, about 1mm long, was found on the inner surface of the vamp plus piston seal. Kit was flushed with water from IV side at pressure 350mmhg for 5 minutes. The particulate did not move or get flushed out of the kit. Visual examination was performed under 10x and 20x magnification. Particulate was sent to chemistry for analysis. A supplemental report will be forthcoming.

Manufacturer narrative:
Chemistry testing found the ir spectrum of the unknown white particulate showed similar absorption characteristics as a cellulose-like material. The complaint was confirmed. An awareness training will be given to the operators at the manufacturing site to bring attention to this event. A device history record review was complete and documented that the device met all specifications upon distribution.

Event description:
It was reported that "unknown white material was observed on the blue rubber part of the plunger of vamp plus before use."